Event description:
The customer tested his blood glucose using his contour usb meter and received a reading of 159 mg/dl. He retested using two other meters and received readings of 39 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return his test strips for eval. Replacement test strips and a new meter were sent to the customer.